Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/28/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1915sf suture anchor broke. This occurred during a case when the anchor was placed the implant broke completely and came out with the sutures.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted a fragment of the anchor remained in the tip of one of the devices shown. Refer to attachments. Based on the information provided which may include pictures, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use.